Manufacturer narrative:
Block h6: device code a040506 captures the reportable event of sheath peeled. Block h11: investigation result the returned navigator device was analyzed, and a visual evaluation noted that only the sheath was returned for analysis. It was also noted that the sheath was bent/kinked at the proximal section. Destructive test was performed, and the device was cut in half. The pieces were inspected with light internally and it was noticed that the inner lining was peeled/sheared. With all the available information, boston scientific concludes that the reported event of sheath peeled was confirmed. These could be related to handling and manipulation of the device during procedure, it is probable that an excess of force applied to the device such as operational factors during their use could lead to bend/kink the sheath that could have consequently caused the peeled/sheared the inner lining which affects the performance of the device. Based on the analysis results, a conclusion code of adverse event related to procedure was assigned to this investigation because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported that a navigator access sheath device was used during a transurethral lithotripsy procedure. During the procedure, an attempt was made to insert a ureteroscope inside the sheath, however a severe resistance was felt inside the lumen of the sheath. The physician suspected an abrasion or peeling of the coating inside the sheath. The procedure was completed with a different device without patient complications.

Event description:
It was reported that a navigator access sheath device was used during a transurethral lithotripsy procedure. During the procedure, an attempt was made to insert a ureteroscope inside the sheath, however a severe resistance was felt inside the lumen of the sheath. The physician suspected an abrasion or peeling of the coating inside the sheath. The procedure was completed with a different device without patient complications.

Manufacturer narrative:
Block h6: device code a040506 captures the reportable event of sheath peeled.